Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 2.5 and 10.5 cm distal to the df-1 lead connector the insulation was found damaged, a conductor fracture and signs of sparking over were observed. These damages are assumed to be the root cause for the observed inadequate shock delivery. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The available fluoroscopic images confirmed the presence of stress in the pocket area. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 11 months it was reported that the patient received an inappropriate shock. The lead was explanted.